Manufacturer narrative:
11-jun-2025 product investigation results: product was identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
2 of the rotating bristles fell off of the heads- oral-b power toothbrush [device breakage] product counterfeit- oral-b [product counterfeit] . Case narrative: consumer e-mail stated that 2 of the rotating bristles fell of off the heads. No injury was reported. 11-jun-2025 product investigation results the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
2 of the rotating bristles fell off of the heads- oral-b power toothbrush [device breakage]. Case narrative: consumer e-mail stated that 2 of the rotating bristles fell of off the heads. No injury was reported.